Event description:
The patient reported the first pump they had implanted they ¿pierced the spinal cord 5 times¿. The patient ended up in ICU for 10 days and was in the hospital for a total of 13 days. The patient stated the drug being delivered was ¿lydrosol¿, a liquid form of baclofen, it was unclear if the patient meant ¿lioresal¿. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).